Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported punctured guide was observed as a punctured sheath. The reported difficulty to advance the device over the guide wire could not be tested due to the condition of the returned device. The reported device damaged by another device was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the physician advanced the device despite noting resistance with the guide wire. It should be noted that the prostyle instructions for use (IFU), precautions section states: do not advance or withdraw the perclose prostyle smcr against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle suture-mediated closure and repair (smcr) device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the application of force during advancement may have been due to the patient condition and may have not specifically contributed to the reported event. The prostyle device was used in the superficial femoral artery. It should be noted that the electronic prostyle instructions for use (eifu), (warnings section) states: do not use the perclose prostyle smcr system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the mild to moderately calcified left superficial femoral artery was achieved with a prostyle device after an interventional balloon angioplasty procedure using a 5f sheath. Reportedly, there was resistance advancing the device over the guide wire and the guide wire punctured the distal tip of the guide. The same prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.